Event description:
It was reported by service report that the head end jack could not pump up. However, the technician could not duplicate the alleged condition. No pt involvement or adverse consequences were reported.